Event description:
It was reported that the 9600 system had an interlock failure error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was re-seated during the svc call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare.